Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files were read out and analyzed. During the analysis of the history files a interruption of the delivery could be detected. Further an error has occurred in the lcd-display "plunger malfunction". The sample was subjected to a visual and functional examination. The device was in a clean state. No visible damages could be detected. A self test could be successfully performed, an inserted syringe could be recognized and it was possible to bring the pump in operation. A long term test was performed. A malfunction or further errors, how the reported malfunction from the customer, were not be recognized. Furthermore a delivery accurany was performed. The device fulfills the required values according to the specifications of the technical safety check (tsc). The complaint could be not confirmed. Summing up all tests the pump operate within our specification. No malfunction could be detected. The hint "plunger malfunction" could be occur, if will try to pull out the disposable during a moving delivery with closed claws.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in finland): infusion IV furesis 10mg / ml with rate 0.1 ml/h set at at 18:20. About 7 ml of the medicine in the syringe. Pump alarmed at 19:50 that the piston did not close, and at the same time noticed that the syringe was empty. All joints looked tight and no leakages. The pump did not alert at all during 1.5 h when the medicine was going. During the night there was not any change with patient.